Event description:
The customer reported that the central nurse's station (cns) rebooted on its own then displayed a "monitor network service disconnected" error message.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) rebooted on its own then displayed a "monitor network service disconnected" error message. Technical support (ts) advised the customer to perform another reboot, which allowed the device to launch into software, resolving the issue. No patient harm was reported. Investigation summary: the root cause of the cns rebooting was determined in the related ticket (B)(4). Ts advised the customer that the cns shutting down was likely related to the cns overheating or the hard drives failing. In ticket (B)(4), the customer reported that the same cns was no longer booting up. A device evaluation found that the hard disk drives (hdds) were defective and replaced the hdds to resolve the issue. The hdds are electronic components that may deteriorate through time and may wear from continual use. Possible causes of failure include mechanical failure from improper use/handling, corruption of the files from abnormal shutdowns or viruses, or power issues. Other possible causes of the issue are power surges/interruptions and wear and tear. Any events that involve fluctuations and changes in the voltage such as power outages and generator tests may damage the hdds. Fluid intrusion, dust accumulation, or a lack of maintenance on fans, air intakes, and other components may lead to overheating of the hard drive and subsequent failure. When hard drives fail, this failure can manifest in different ways. There can be an error message (e.g., "hdd access error," "ssd access error," "ssdx error," "threshold breach"), or the device may reboot, the device could display a blue failure screen, or the device screen could "freeze." The unit may sometime then restart, or the device may need to have the hdds replaced. Sometimes the unit can be rebuilt by the backup disk (i.e., the system has raid (redundant array of independent disks - which puts multiple hard drives together to improve performance)).

Manufacturer narrative:
The customer reported that their central nurse's station (cns) rebooted on its own after which it displayed a "monitor network service disconnected" error. Nk ts advised the customer to perform another reboot, which allowed the device to launch into software. The cns was monitoring bedside monitors at the time. No harm or injury was reported. Nihon kohden continues to investigate the reported event.

Event description:
The customer reported that their central nurse's station (cns) rebooted on its own after which it displayed a "monitor network service disconnected" error.